Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which entire drawer jammed. The customer reported that the user was able to remove the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace the drawer controllers and module controller. A field service engineer tested in and found drawer 1 was unresponsive. So, replaced the drawer controllers and module controller. The system functioned as intended.